Manufacturer narrative:
Philips service advised the customer to fix the air conditioning; no repair was performed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an anode problem caused the system to become unusable, resulting in a patient case cancellation on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.